Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - technologist. PMA/510(k)- k071494, k130520. The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the manufacturing record and the product-release judgement record of the involved product /lot number combination confirmed that there was no anomaly in them. A search of the complaint file found no other similar complaints with the involved product /lot number combination. (B)(4).

Event description:
The user facility reported that the purge line on the capiox fx25 involved broke off after unpacking. The patient was not harmed. There was no patient injury/medical or surgical intervention required. The event occurred pre-treatment.

Manufacturer narrative:
H6: investigation findings - code 3221 is based upon the evaluation of user facility information and no sample returned; code 3252 is based upon the picture provided. This report is being submitted as follow up no. 1 to provide an update to section d9, update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the provided picture confirmed that the purge line had been fractured. It was presumed that the product might have been exposed to a shock force during transportation or handling, which resulted in a crack in the tube leading to leak. However, since the state of the actual sample could not be confirmed, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. If the product is dropped during set-up, do not use it. Replace with another device.